Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a red screen. Technical services performed a data analysis and confirmed the issue to be a da error. The error if of a benign nature and requires no action. To date the device remains implanted and in service.